Event description:
During a coronary stent procedure, the stent dislodged on the delivery balloon during advancement to the target lesion. The entire system was removed without incident. Upon removal it was noted that the stent remained on the delivery device. No patient injuries or complications occurred.